Event description:
It was reported that this right atrial (ra) lead was fractured. The lead also exhibited high out of range pacing impedance and loss of capture (loc). The lead was turned off. Subsequently, the lead was explanted and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).